Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis, bg value was not known. Reportedly, the customer was using admelog within their pump supplies. Customer was admitted to the intensive care unit with high ketones and treated with intravenous fluids of saline and insulin. Customer was discharged with the issue resolved and no permanent damage; date of discharge was not known. The customer reverted to an alternate method of insulin therapy. Tandem technical support educated the customer regarding off-label insulin.